Event description:
On (B)(6) 2015, the device was implanted via l-p shunt to the patient with sah and meningitis ((B)(6)-year-old female). The initial setting pressure was 50mmh2o. After implantation, the patient¿s condition did not improve, and it was confirmed through contrast radiography that the distal side of the valve was occluded. On (B)(6) 2015, the revision surgery was conducted and the valve was replaced with the competitor¿s one. The patient is currently being followed. The patient is same as (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, the valve only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3164, with lot crlbgl, conformed to the specifications when released to stock on the 1st october 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.